Event description:
Patient called in due to monitor not powering on once the battery is inserted. Customer care attempted troubleshooting by asking the patient to reboot the wcd system multiple times but the monitor screen would still not turn on. The issue was not resolved. The inability to power up to active status indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.